Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that their evis lucera gastrointestinal videoscope tested positive for 1 colony forming unit (cfus) of pseudomonas aeruginosa following a culture performed on (B)(6) 2023, and then tested positive again for 3 cfus of the same species following a subsequent culture on (B)(6) 2023. The site of detection in both cases was the forceps mouth. The tests were conducted using physiological saline, and the customer confirmed that both cultures were performed before the scope was returned to clinical use on a patient. The culture occurred after a full cleaning, disinfection, and sterilization (cds) process. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The user facility provided additional information regarding the methods to clean, disinfect, and sterilize the endoscope. The device was stored at room temperature, and there was no delay at the start of precleaning. Water was reportedly aspirated through the instrument/suction channel with a suction pump, although the air/water channel was not flushed with water and air using part number mh-948. There were no abnormalities with the reprocessing accessories, and manual cleaning of the device was performed within one hour following the last procedure in which the device was in use prior to the cultures. The device passed a leak test. The customer employed endopure detergent solution produced by manufacturer amano, and the reportedly brushed the instrument channel, suction channel, air/water valve/suction valve, and the biopsy valve. The customer uses automated endoscope reprocessor (aer) endoclens by manufacturer advanced sterilization products (asp). All channels were connected with tubes when the endoscope was set up in the aer, and the disinfectant solution employed was used before the expiration date. Currently, the aer is being handled by the manufacturer to see if there are any other problems. The customer dried the device by wiping with a clean towel/paper, and did not employ the use of a drying cabinet. The customer had cultured the device right after reprocessing in both instances. The device was returned to an olympus repair facility, and an evaluation of the device was performed. The following findings were noted: assorted scratches, dents, cracks, chips, wrinkles, shadows on the image due to damage to the charge-coupled device chip, scope cylinder shaved, wear of the angle wire causing play in the up/down knob as well as the bending angle in the up direction not meting the standard value, scope connector label peeled, loose mouthpiece, grip shaved, discoloration of the connector due to water leakage, and cloudy bending section cover adhesive. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.